Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0bfu0, implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead. Section other relevant device(s) are: product ID: 3889-28, serial/lot #: va0bfu0, ubd: 13-aug-2017, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was impl anted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that during a normal battery replacement the healthcare provider recognized that the coating was pulled back on the old lead. The impedances were checked prior to the surgery and everything was in normal range. It was reported that the patient¿s lead was damaged prior to the replacement, and the healthcare provider chose to replace the lead. A photo provided showed there was a gap in insulation just distal to the proximal connectors. The issue was resolved at the time of the report. No patient symptoms were reported. No further complications were reported.